Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of medical device discomfort ("discomforts") in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida, parity 2 and normal delivery (live child). Concurrent conditions included epidural anesthesia (for the 2nd device insertion). On an unknown date, the patient had essure inserted. At same day of insertion, she experienced syncope, complication of device insertion, procedural pain ("loss of consciousness during insertion due to pain"). On an unknown date, the patient experienced medical device discomfort (seriousness criteria medically significant and intervention required), pain ("pain in all the body"), , urinary tract infection ("frequent urine infections"), hypoaesthesia ("leg numbness"), headache ("headache"), onychoclasis ("fingernail breakage") and hypomenorrhoea ("one-day menstruations"). Essure treatment was not changed; however, removal is scheduled. At the time of the report, the medical device discomfort, pain, syncope, complication of device insertion, procedural pain, urinary tract infection, hypoaesthesia, headache, onychoclasis and hypomenorrhoea outcome was unknown. The reporter provided no causality assessment for complication of device insertion, headache, hypoaesthesia, hypomenorrhoea, medical device discomfort, onychoclasis, pain, procedural pain, syncope and urinary tract infection with essure. The reporter commented: when the first device was inserted she lost the consciousness due to the pain, she woke up screaming because she still had pain. The patient refused to continue with the second insertion. After 6 months, the other device was implanted after an epidural. The patient had a medical appointment on (B)(6) 2018 with anesthesiology for the preoperative. She is scheduled for urgent removal. If laparoscopy cannot be performed, she will be programed to remove the uterus and fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.